Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a hardware removal surgery. It was reported that the tip of the driver broke. All pieces were recovered. No patient complications were reported.

Manufacturer narrative:
Visual and optical inspection confirms the tip is not broken. The tip has been twisted, with the approximately 3mm of the tip plastically deformed, consistent with torsional overload. Material hardness and shaft diameter inspection confirmed conformance to print specification. The above findings are consistent with torsional overload.